Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker failed to provide diagnostic data due to ongoing calibration. Programming changes were made. There were no patient consequences.